Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of claudication and occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics-2 investigational device exemption (ide) study on (B)(6) 2016 . At index procedure ((B)(6) 2016), the patient presented with a de-novo occlusion located between the proximal third of the superficial femoral artery (sfa) and distal third of the sfa of the right leg. One 6.0 x 125mm biomimics 3d stent was implanted. On (B)(6) 2018 a restenosis of the treated vessel was reported involving total occlusion of the right proximal sfa. The percutaneous intervention which took place on (B)(6) 2018 included cutting balloon. The intervention was not deemed target lesion related at the time of intervention and adjudicated as "not related" to the device. Following review of the event by the clinical events committee (cec) at meetings held on (B)(6) 2019 and (B)(6) 2019 it was adjudicated as a clinically driven target lesion revascularisation (cdtlr). The relationship of the event to the investigational device was updated from "not related" which was the adjudication at the site to "probable" which was clarified with the cec on (B)(6) 2019. The event has been resolved and the patient has recovered. The device remains implanted.